Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that, during a tumor resection case, the surgeon felt inaccurate. Tracer registration passed and surgeon felt within 1 mm accurate to proceed. The surgeon removed the tumor and went back to review the case. The system indicated that his pathway went in through the tip of the ventricle horn and the imri indicated it went more posterior, possibly off by 1 cm. There was no impact to the pt.